Event description:
The customer reported a false positive reaction of seraclone anti-n with the negative control. The customer is planning to send in the complaint sample of seraclone anti-n for investigational testing. Our quality control laboratory is still waiting for this complaint sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of seraclone anti-n with the negative control. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false positive test result. Therefore our quality control tested the retained seraclone anti-n sample of the reported lot according to our instruction for use in tube testing with different m+n- reagent red blood cells. All reactions are clearly negative. We did not observe any false positive reactions. The potency testing was performed in tube testing and on plate, and did not show any irregularities. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.